Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. The following information was requested, but unavailable: will all pieces of the device be returned? No information.if no, were they discarded? No information.

Event description:
It was reported that during a semi-open colectomy, the firing knob was broken off at the fourth firing during functional end to end anastomosis. No pieces fell into the patient. The device was used on the transverse colon. Additional suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n53w19. The analysis found that one ntlc75 device was returned in good visual condition and with a fully fired cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.